Event description:
Report received from (B)(6), stating that the device had a problem with noise. The device was not being used during surgery. It is unk if injury or medical intervention occurred. No additional info provided. The date of the event is unk.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the motor exhibited damage to the locking mechanism that is consistent with power braking. Power braking occurs when the locking mechanism is engaged while the motor is still rotating. In many cases, the user places his fingers on the disconnect sleeve and unintentionally pulls back on it while drilling, causing the lock to engage while the motor is running and damaging the locking components. In addition, the unit exhibited biological debris, salt, and soap residue around the locking sleeve and front end. This condition is indicative of improper cleaning of the equipment. If additional info is received, a supplemental report will be sent. Ref: (B)(4).